Manufacturer narrative:
(B)(4). Mfg. Site name- coherent inc. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the fiber body. The investigator was unable to examine the fiber face within sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicates that the fiber was broken within the connector. The condition of the return device would cause insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 20, 2017 that an accumax 365 laser fiber was used during a urethrotolithotripsy procedure performed on (B)(6) 2017. According to the complainant, during procedure and inside the patient, no laser energy was coming out from the laser fiber while it was connected to the laser console. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.